Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was at her doctor office due to high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that she was in intensive care unit. The blood glucose reading was 396 mg/dl when paramedics arrived. Customer reported that her insertion device broke and she was unable to insert her infusion set. Customer also stated that she misplaced her insulin pump battery cap. Nothing further was reported.